Manufacturer narrative:
Citation: hibino m et al. Midterm outcomes after the rescue thv-in-thv procedure: insights from the multicenter prospective ocean-tavi registry. Catheter cardiovasc interv. 2020 aug 13. Doi: 10.1002/ccd.29175. Earliest date of publish used for date of event in 3. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of the midterm patient outcomes following rescue transcatheter heart valve in transcatheter heart valve (thv-in-thv) procedures. All data were collected from a multi-center registry between october 2013 and may 2017. The study population included 2,588 patients and was predominantly female with a mean age of 84years. Of those, 343 patients were implanted with medtronic transcatheter valves: corevalve (195) and evolut r (148). No serial numbers were provided. Among all patients, the in-hospital mortality included 70 all-cause deaths and 40 cardiovascular deaths. In addition, 4 late deaths were observed in patients requiring thv-in-thv implantation. These deaths occurred between 6 and 25 months after the thv-in-thv procedure and the causes of death included: endocarditis (2), primary biliary cirrhosis (1), and unknown death (1). Based on the available information, medtronic product was not directly associated with any of the deaths. Among all patients, adverse events included: thv-in-thv implantation due to malposition of the first valve (too high or too low) with mild to severe paravalvular aortic regurgitation/leak (corevalve: 10 cases, evolut r: 1 case); cardiopulmonary bypass support; conversion to open-heart surgery during transcatheter valve implant procedure; new permanent pacemaker implantation; stroke (ischemic or hemorrhagic); coronary obstruction; cardiac tamponade; bleeding during the thv-in-thv procedure; major vascular complications; and need for blood transfusion. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.